Event description:
It was reported the patient experienced fever and swelling near incision site as well as intolerable, increased baseline pain over the incision and lead sites. The hcp drew out fluid near the incision; however no results were reported regarding the fluid. No other symptoms or outcome were reported. The manufacturer's representative provided an update to the nurse supervisor who in turn stated she would contact the patient. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.